Manufacturer narrative:
Reported event was confirmed by review of radiographs. Radiographs revealed periprosthetic lucencies demonstrated suggest loosening of the system within the tibia. Inferior depression of the tibial plate component and slight eccentric positioning of the tibial stem and cement. Possible cortically-based fracture in the fibula, although this latter finding is not confirmed and could be related to artifact. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: unknown femoral component, catalog # unknown, lot # unknown; unknown tibial component, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty twenty years ago. Subsequently, the patient will be considered for revision due to bone collapsed. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.